Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be evaluated. A root cause for the customers reported event could not be determined as no sample was received at investigation site. No supporting data was presented, obtained or identified while investigation concluding product contributing factors are related to the event. Product malfunction or cause could not be determined with relation to the event. Relationship of the product to the event is unclear. Reported event can not be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during surgery the shunt would not deploy. Additional information received stated that patient's left eye was involved. No medical or surgical intervention was needed and no intraoperative complications were noted. The patient did not experience any issues as a result of the event and no harm was done to the patient.